Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had experienced high blood glucose level. The customer¿s current blood glucose level was 489 mg/dl at time of incident and blood glucose level was in 300 mg/dl. The customer stated that the numbers were running high. The customer was treated with pump. The insulin pump will not be returned for analysis.